Event description:
It was reported that the patient developed an infection tracked from the ipg site up to the paddle site. Symptom of pain was noted. No device malfunction was noted. The patient was hospitalized, and all components were explanted and discarded per hospital policy. The patient was placed on antibiotics.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700; model: sc-8336-70; serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient developed an infection tracked from the ipg site up to the paddle site. Symptom of pain was noted. No device malfunction was noted. The patient was hospitalized, and all components were explanted and discarded per hospital policy. The patient was placed on antibiotics.